Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed because the receiver would not boot up; therefore the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a frozen screen display. A root cause could not be determined.